Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unknown procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis is not specified. It is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.